Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the onelink connector of an unspecified access tubing was separated. This occurred when the patient kicked the tubing in the neonatal intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.